Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced emotional distress and a product problem. It was also reported that the plaintiff experienced hematoma between vagina and bladderwall, urinary incontinence, palpable hematoma near vagina and incontinence, palpable hematoma near vagina and rectocele/cystocele. Furthermore, it was reported that the plaintiff died. The cause of death reported were coronary artery disease, high blood pressure and diabetes. Related to manufacturer report #: 2183959-2014-14808.

Manufacturer narrative:
This was initially reported on the summary report dated (B)(4) 2014 under exemption (B)(4). Additionally, this was reported on the summary report dated (B)(4) 2014 under exemption (B)(4). Lawyer-filed report.